Event description:
Additional information was received for this case. It was reported that during a routine follow up appointment the physician stated that the type ia endoleak which may have occurred post index procedure and the renal failure was most likely caused by contrast. At the index procedure the aortic neck was short, diseased and had a reverse funnel. Currently the aortic neck is at renal artery is 36 mm in diameter, the aortic neck length is 10 mm, angulation 10 degree, mild calcification and tortuosity, and the abdominal aortic aneurysm is 6 cm in diameter. There is disease progression as the original aortic neck was large in diameter, diseased and short in length. The CT during routine follow up and ultrasound revealed that there was a proximal type I endoleak. There is no migration noted. The patient was already on dialysis. An endurant 36x36x49 and valiant 32x32x100 were implanted. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes, conclusion: failure to follow instructions (implanting device low).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel morphology was reported at the time of implant as the aortic neck is 32, the aortic neck length was 10 mm in length and the angulation was 20 degrees. Currently a recent CT revealed that the vessel morphology is the aortic neck is 33-34 mm in diameter, the aortic neck length is 5 mm, the angulation is remains the same at 20 degree. There is also moderate tortuosity. It was reported that the patient presented for a routine follow-up. The physician stated that the patient has a small aneurysm formation above device graft material proximally 1.5 cm below the renal arteries. Recently the physician elected to implant an endurant 36x36 which covered the dilatation, since there is room below the renals and above the existing bifurcated device the original bifurcated device was deployed low. The dilated area was successfully covered. No clinical sequelae were reported and the patient is fine.